Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. Review of the device history record(s)showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Placeholder.

Event description:
It was reported that the hand piece for battery powered driver runs without having the buttons pressed on an unknown date. This is not for a warranty replacement only. This event did not contribute to a death or injury. The device did not malfunction during surgery while being used on a patient. This is report 1 of 1 for complaint (B)(4).